Manufacturer narrative:
(B)(4). : to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in an article, that a patient underwent an unknown procedure on an unknown date and mesh was implanted. Post procedure, the patient underwent mesh excision for pain, dyspareunia, erosion and urinary symptoms. Additional information has been requested.